Event description:
It is reported that the surgeon was unable to seat the spacer. The surgeon chose to complete the surgery without the spacer.

Manufacturer narrative:
This report will be amended when our investigation is complete.